Event description:
A medtronic ave s7 rapid exchange stent delivery system was inserted for treatment of a lesion in the mid-left anterior descending coronary artery. The moderately calcified lesion was pre-dilated with a 3.0mm by 9mm ptca balloon prior to inserting the stent delivery system. It was not possible to cross the calcified lesion, therefore, the stent delivery system was pulled back. Upon removal, the stent dislodged from the delivery balloon in the proximal coronary artery. The dislodged stent was then retrieved with a 1.5mm by 16mm ptca balloon and removed from the pt. The lesion subsequently was pre-dilated again with a 3.0mm ptca balloon and successfully treated with another MFR's stent. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The moderately calcified lesion likely contributed to the event.